Event description:
It was reported that the console stopped working after a minute of use during the ureteroscopy laser lithotripsy procedure. A specific update was showing on the screen and was not allowing to perform procedures. Tech support was contacted and troubleshooting was performed, but it was recommended to fix the console. A backup console was attempted, but it was not working as well. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia. This complaint refers to the first console.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the console stopped working after a minute of use during the ureteroscopy laser lithotripsy procedure. A specific update was showing on the screen and was not allowing to perform procedures. Tech support was contacted and troubleshooting was performed, but it was recommended to fix the console. A backup console was attempted, but it was not working as well. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia. This complaint refers to the first console.